Event description:
The customer reported the system lost motorized motion capability. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the backplane and reseated circuit boards, cables, and connectors. The system operates as intended.